Event description:
The pt went into the operating room for a trach procedure. The pt caught on fire underneath the draping which covered their face. The pt has second and third degree burns on their face, right eye, right ear, right shoulder, and nose.